Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that possible wire/cable damage near the plug for the radio frequency programmer head caused interrogations to be inconsistent, that they could occur "when cable [was] in a certain posit ion." The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: rf (radio frequency) head passed functional testing. There is slight damage to the cord of the rf head but telemetry was not lost during testing.

Event description:
It was reported that possible wire/cable damage near the plug for the radio frequency programmer head caused interrogations to be inconsistent, that they could occur "when cable [was] in a certain posit ion." The head was returned for service. No patient complications have been reported as a result of this event.